Event description:
It was reported that minutes after the implant, no pacing or sensing were possible. The physician repositioned the lead. Then a pericardial effusion was detected. The lead remains implanted. The patient's medical condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.